Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the black ring was missing on the plunger resulting in insulin leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no and device returned to manufacture: no. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. However, these are defects that can be generated during the manufacturing of the product therefore the complaint is confirmed. In addition, the incidents reported by the clients are within acceptable quality limits. Furthermore, during the control in process no non-conforming part was reported due to the defect reported by the client. The final batch was inspected by quality control, with satisfactory results, so the batch was approved and inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Investigation conclusion: these are defects that can be generated during the manufacturing of the product therefore the complaint is confirmed.

Event description:
It was reported that during the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the black ring was missing on the plunger resulting in insulin leakage. There was no report of exposure, serious injury or medical intervention.